Event description:
It was reported to medtronic minimed that the customer experienced a minimed mobile does not show 'update pump' option. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and the issue was escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.5.0 updated to 2.6.0) installed on samsung galaxy s9+ (android 10) with mmt-1884 780g pump (software ver. 6.23) was conducted and confirmed the issue was reproduced with a 100% reproducibility rate. The software didn't adhere to the specified requirements and didn't perform in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications, (B)(4), version e (item 4895780). After conducting a thorough initial investigation, we have found the root cause of the issue: fota supported countries functionality was added in 2.5 version, so data model responsible for storing user's region is not present in 2.2 and after updating to 2.5 version this data model initially will have no value. Because there is no user region information available application can not check does it match with the fota supported countries list, so fota functionality is disabled for the user. The esf number that corresponds to the reported issue is: 5078870. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: - login or re-login to carelink account. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.